Event description:
It was reported that the patient began having intermittent syncopal episodes after playing on a rope swing. The right ventricular lead was oversensing with left arm motion and a fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the ventricular lead impedance diagnostics showed short circuit/low impedance pace counts. The lifetime minimum impedance measurement was less than 100 ohms and a ventricular lead warning occurred on (B)(6) 2015. (B)(4).